Event description:
On (B)(6) 2011, customer reported that the baths overflowed again while running a patient sample. The hgb and rbc indices were voted out (incomplete) due to this issue, and no erroneous results were generated. No injuries were reported either. Customer ran 3 startups followed by a shutdown to try to correct the issue. The baths were still overflowing through the startups and shutdown. Field service engineer (fse) examined the instrument and replaced all of the pinch tubing for the waste / cleaning system, as well as the remaining pinch tubing lines. Fse ran startup and quality control passed. A 17 samples were run without errors or bath overflow. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).